Event description:
Additionally, healthcare professional reported capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis identified two devices: one appeared to be intact and had white biological tissue on the top, and the other was a broken device which had red biological tissue. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation is rupture and capsular contracture, baker grade iii.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture.

Event description:
Healthcare professional reported a left side "rupture." Device remains implanted.